Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. During investigation, it was found that all keypad button presses did not activate desired pump function. There was evidence of keypad adhesive found under all key contacts. Unrelated to the complaint, during evaluation, it was found that the display had a reddish tint.

Event description:
It was reported that the keypad is intermittently responding. It was reported that there is water exposure to the pump in the shower and there is no damage to keypad.